Manufacturer narrative:
The sample was returned to micro tool engineering (mte) for service and repair. Initial observation was that the carriage handle was not properly assembled to the carriage. The handle was replaced by the customer, see complaint # (B)(4). A gap was present between the base of the handle and the carriage. A stylet was included in the case (not in the loader itself) that was severely bent. No other obvious damage was noted. Using a new stylet, the loader functioned an normal, and the reported condition could not be duplicated. The loader was disassembled to inspect the gate area. Under microscopic inspection, it was observed that material from a link had rubbed onto the gate stop surface. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling for this device provides a section entitled "troubleshooting" which describes what to do when parts are ejected from the loader during compression. (B)(4).

Event description:
It was reported that the bio-spacers seemed to be escaping from the device. The complainant reported that when they ejected the seeds and sent the train into the needle, the count would be wrong. When the train was pushed out of the needle, there would be no bio spacer at the end. In addition, a seed jammed in the gate twice when the complainant forgot to "crunch everything together." When the complainant attempted to retrieve the seeds, some bio spacers were found underneath. It was noted that the button of the gate was not coming up fully.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the bio-spacers seemed to be escaping from the device. The complainant reported that when they ejected the seeds and sent the train into the needle, the count would be wrong. When the train was pushed out of the needle, there would be no bio spacer at the end. In addition, a seed jammed in the gate twice when the complainant forgot to "crunch everything together." When the complainant attempted to retrieve the seeds, some bio spacers were found underneath. It was noted that the button of the gate was not coming up fully.